Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7322 of the contour® next test strips is only available in canada; therefore, the primary unique device identifier (UDI) number is not applicable. The device was distributed outside the us; therefore, no gudid information exists.

Event description:
The customer from canada reported that she obtained blood glucose readings of 7.2 mmol/l, 20.3 mmol/l and 30.3 mmol/l at 5:26 p.m. With the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.